Event description:
Event description guidant received information that this left ventricular lead was not implanted because it became impossible to pass a guide wire through the lumen of the lead. It was also noted that lead impedance measurements were 2300 ohms.